Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer reverted to an alternate method of insulin therapy and contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact the customer¿s blood glucose.